Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker increased its longevity based on magnet rate. A few months ago, the magnet rate was 90 pulses per minute and recently, the magnet rate increased to 100 pulses per minute. The patient is being monitored. This device remains in service. No adverse patient effects were reported.